Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2019 and (B)(6) 2019 with coolsculpting to the lower abdomen and flanks with a coolfit applicator. On (B)(6) 2020 the patient reported experiencing firmness and enlarged tissue to the lower abdomen. On (B)(6) 2021 the patient was assessed by a physician and diagnosed with paradoxical hyperplasia (ph) to the lower abdomen.

Manufacturer narrative:
Additional information was received that the patient experienced pain to the treated areas following treatment. The coolsculpting user manual includes the following information listed under side effects: ¿the following effects can occur in the treatment area during and after a treatment. These effects are temporary and generally resolve within days or weeks. One to two weeks after a treatment: tenderness, cramping, and aching.¿ a correction to the outcomes attributed to ae has been made, ¿disability or permanent damage¿ has been removed and ¿required intervention to prevent permanent impairment/damage¿ has been added.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2019 and (B)(6) 2019 with coolsculpting to the lower abdomen and flanks with a coolfit applicator. On (B)(6) 2020 the patient reported experiencing pain, firmness, and enlarged tissue to the lower abdomen. On (B)(6) 2021 the patient was assessed by a physician and diagnosed with paradoxical hyperplasia (ph) to the lower abdomen.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2019 and (B)(6) 2019 with coolsculpting to the lower abdomen and flanks with a coolfit applicator. On (B)(6) 2020 the patient reported experiencing firmness and enlarged tissue to the lower abdomen. On (B)(6) 2021 the patient was assessed by a physician and diagnosed with paradoxical hyperplasia (ph) to the lower abdomen.